Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor pairing failure while using the dexcom app, though glucose readings were visible and the sensor was functioning; pairing was reattempted by toggling and re-entering the pairing code, after which the device indicated it was trying to pair. Symptoms included no adverse physiological effects. Outcomes included no impact on blood glucose control and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education conducted remotely. Investigation of this case revealed that the pairing difficulty was reproducible during the call and that basic reconnection steps initiated pairing activity. It was concluded that the event involved a communication or connectivity issue between the cgm sensor and app, with resolution through standard troubleshooting and no patient harm.